Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer inputted incorrect settings. The customer's blood glucose (bg) level was 449 mg/dl. Reportedly, the customer went to the emergency room, was admitted to the hospital and subsequently admitted to the intensive care unit (ICU) due to elevated bg and diabetic ketoacidosis. Customer attempted to self treat bg level by a manual dose injection. Customer was then treated intravenously with fluids of saline and insulin in the ICU. Customer has not been released from hospital at time of troubleshooting with tandem technical support (cts).